Manufacturer narrative:
Product was reported to be returning; however, it has not been received yet. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort splints device. The patient reported there was rash around the right armpit and the left leg. The patient experienced reaction after using the appliance for about 2 weeks. The symptom lasted about 4 to 5 days after the patient stopped using the appliance. The patient did not require medication or treatment for the reaction. The patient's status was reported to be healthy. Per provided information, the patient has triamcinolone acetonide and budesonide allergies. Besides glaucoma, the patient has no relevant pre-existing condition. The dentist did not make any adjustment to the appliance prior delivering to the patient. The appliance was cleaned with water.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth, no roughness. No major cracks were found. Mouth guard's layers were intact and not separated. The appliance was returned very clean with no discoloration. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.